Manufacturer narrative:
Correction: correction/removal reporting number updated to reflect correct number.

Manufacturer narrative:
A beckman coulter software engineer arrived at the customer site on 15-nov-2017. The customer's database was retrieved and analyzed for data from the date of event to present. Initial analysis on site showed that there were duplicate sample ID events on (B)(6) 2017. Additional analysis performed by software engineers on 16-nov-2017 identified seventeen (17) mis-identified samples and eleven (11) suspicious samples. Further analysis and investigation of the entire database is ongoing. The customer has turned off the auto-release feature and is reviewing each result before releasing it to the laboratory information system (lis). Based on the information available, the assignable cause is an aquios cl software malfunction. The recall (fa-31978) which included notification to the customer and inspection of customers' device data will be updated via additional communication to customers to address this new failure mode. Updated recall to be initiated the week of 27-nov-2017. (B)(4).

Event description:
The customer reported seeing a recurrence of a previously reported event consisting of patient samples being rerun without being prompted on the aquios cl instrument. The customer alleged that 5 sample ids had been 'reused'. This report (1061932-2017-00020) refers to the event that took place on the date of event. Related report 1061932-2017-00017 refers to the event that took place (B)(6) 2017.